Manufacturer narrative:
The manufacturer did not receive devices for review, as it was discarded by the hospital. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a durasul, alpha insert, gg/32 on (B)(6) 2014 and was revised on (B)(6) 2015. According to the surgeon, the product was changed because the tension in the joint was too strong, resulting in discomfort. Most likely a combined malposition of the stem and cup.

Manufacturer narrative:
A technical investigation was not possible to be performed, as the device(s) were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended event summary: it was reported that a female patient, (B)(6), was implanted with allofit cup-durasul alpha insert (zimmer biomet legacy zimmer) and gts stem-biolox forte head (zimmer biomet legacy biomet) on (B)(6) 2014. Later on she had to be revised on (B)(6) 2015 for repositioning of the acetabular cup. During the revision surgery cup, insert and head were revised. It is stated by the surgeon that there was no implant failure. Cup was revised because the tension in the joint was too strong resulting in discomfort. Most likely a combined malposition of the stem and cup. Review of received data: - x-rays taken after the primary implantation surgery and the follow-ups show the right tha inclination angle of the cup is around 42. However, the cup seems to have high anteversion. X-ray, which named as post-op, dated (B)(6) 2015 shows the right tha with an inclination angle 44° of the cup indicated on it. The cup has normal anteversion. The components look well-positioned. - primary implantation surgery dated (B)(6) 2014: diagnosis: coxarthrosis right hip. Operation: no abnormalities observed. Sufficient joint tension, articulation safety and correct positions are noted. - revision surgery dated (B)(6) 2015: diagnosis: persistent leg stretch deficit. Operation: stretching in anesthesia achievable with passive resetting tendency up to 5 ° flexion. The allofit cup shows an emphasized anteversion with ventral-dorsal balanced dislocation tendency. The gts stem is stable with low anteversion. There is no impingement of the implants. To reduce the joint tension, the pan is crani-medialized. Removing the osseously integrated pan with the cutting chisels. The dorsocranial pelvic edge has a segmental defect, the remaining acetabulum bearing remains intact. The cup and head are replaced with new ones. Sufficient joint stabilization and leg movement possible. No impingement can be triggered. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: - at the time of the primary implantation, combination of the stem (legacy biomet) and the legacy zimmer products was not approved. - surgical technique explains the correct alignment of the allofit shell during the implantation. Conclusion summary: x-rays show the cup was implanted with high anteversion. In this condition it is possible that the tension in the joint becomes too large leading to discomfort. Moreover, it is stated by the surgeon that there was no implant failure and cup was revised in order to correct the position. Based on the given information and the results of the investigation, we could identify a root cause for this issue. The root cause is off-label use since the product combination was not approved at the time of the implantation surgery. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).